Event description:
The registered nurse (rn) reported to fresenius customer service that this patient was completing in-center hemodialysis (hd) while their stomach heals. During follow-up, the patient stated that the transition to hd was due to bacteria in the abdomen. The patient could not confirm the nature of the infection. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2025 due to abdominal pain and cloudy pd effluent. The patient was admitted to the hospital. The patient had pd cultures obtained. The patient was diagnosed with fungal peritonitis (no organism provided). The patient¿s white blood cell (wbc) count was 250 with 34% polymorphonuclear (pmn) cells. The patient was administered antibiotics with micafungin (route, dose, frequency, and duration not provided) during the hospitalization. The patient had the pd catheter pulled on (B)(6) 2025. The patient was discharged on (B)(6) 2025 and switched antibiotics to rezafungin (route, dose, frequency, and duration not provided). The patient was completing in-center hd. The cause of the peritonitis was attributed to lack of aseptic technique.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of fungal peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the use of the liberty cycler set and the patient event of peritonitis. Additionally, there is no allegation of a cycler set defect reported for this event. The cause of the fungal peritonitis was attributed to a lack of aseptic technique by the patient. Risk factors for fungal peritonitis are prolonged antibiotic treatment, previous bacterial peritonitis, and gynaecological and bowel-source infections. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a defect the liberty cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The registered nurse (rn) reported to fresenius customer service that this patient was completing in-center hemodialysis (hd) while their stomach heals. During follow-up, the patient stated that the transition to hd was due to bacteria in the abdomen. The patient could not confirm the nature of the infection. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2025 due to abdominal pain and cloudy pd effluent. The patient was admitted to the hospital. The patient had pd cultures obtained. The patient was diagnosed with fungal peritonitis (no organism provided). The patient¿s white blood cell (wbc) count was 250 with 34% polymorphonuclear (pmn) cells. The patient was administered antibiotics with micafungin (route, dose, frequency, and duration not provided) during the hospitalization. The patient had the pd catheter pulled on (B)(6) 2025. The patient was discharged on (B)(6) 2025 and switched antibiotics to rezafungin (route, dose, frequency, and duration not provided). The patient was completing in-center hd. The cause of the peritonitis was attributed to lack of aseptic technique.